Event description:
A doctor who was wearing the sensors as a test trial reported to a therapy manager the sensor readings are inaccurate. He said the sensor readings are one hundred points off. He stated the sensors are too sensitive in the hypo. He returned his unused sensors for analysis. He did not provide his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required for expired sealed sensors.